Event description:
It was reported that the patient was doing great with the therapy but the patient¿s wound developed a scab. It was noted that the patient caught the scab on something which pulled the scab off and exposed the pump. It was reported that the patient ripped the scab off 2 or 3 days prior to report. It was noted that the patient¿s healthcare provider (hcp) was preparing to explant the pump. It was reported that the patient¿s pump was used to infuse an unknown drug. It was later reported that the patient was doing well with the pump and things were fine but a scab had formed on the incision and then had ripped off and exposed the pump. It was noted that the patient is now healing up after the pump explant. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).